Event description:
It was reported that during a hemorrhoidectomy, the device cut and did not staple completely. Some staples were malformed. Used sutures to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.